Event description:
The patient is a female non-smoker with apparent good bone quality. She was operated at level c6-c7 in 2007. Fusion was performed and graft was contained using a c-jaws device. The patient started complaining of dysphagia in three months later. She underwent several complementary clinical exams to help the dysphagia. Radiological exams showed: -a 2.1mm subsidence of the graft in the vertebral endplates. -the c-jaws device was not properly seated against vertebrae. These findings account for the patient's complaints.

Manufacturer narrative:
Immediate post-op x-ray analysis shows that the c-jaws device was not properly seated on anterior wall of the vertebrae as is recommended in surgical technique. The protrusion created by the device misplacement is probably the cause of the patients complaints. Follow-up x-rays show few signs of fusion which leads to think the operated segment may still be mobile, a situation which would account for the patient's feelings. See scanned pages.